Manufacturer narrative:
Correction: g3 in most recent submission should be (B)(6) 2024, not (B)(6) 2024.

Manufacturer narrative:
The reported events were unacceptable threshold and high pacing impedance. As received, a partial lead was returned in two pieces. The reported event of unacceptable threshold was confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to damage inner insulation consistent with procedural damage. The reported event of high pacing impedance was not confirmed. The test for lead impedance could not be performed due to the condition of the lead as received. The cause of unacceptable threshold was due to procedural damage.

Event description:
It was reported, a patient's atrial and right ventricular (rv) leads presented with high pacing impedance and high capture thresholds. The leads were explanted and replaced in a procedure on (B)(6) 2024. Post-procedure: the patient was recovering.